Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the third stapling in a gastroplasty, the handle broke when fitting the reload and the reload does not close and does not staple anymore. Surgeon replaced the handle to resolve the issue. No patient injury.